Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, and a missing end cap sticker.

Event description:
It was reported that the buttons on the insulin pump had no or intermittent response. Customer's blood glucose reading at the time of the call was 131 mg/dl. No further information reported.